Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is broken. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.